Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during initial drain phase while the home patient was connected. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. Renal therapy services assisted the caregiver to end therapy and advised to re-start with all new supplies when ready. There was no patient injury or medical intervention associated with this event. No additional information is available.